Event description:
A report was received that the patient had an infection at the ipg site. Symptom was drainage at the ipg site. The patient underwent a revision procedure wherein the ipg was explanted. Patient was treated with intravenous antibiotics and antibiotic powder placed in the wound. Incision and drainage was also done. The physician believed that the infection was not device related.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.